Event description:
It was reported that during a case, the surgeon was using t-wrench to tighten bone screw and one screw broke. No further information about surgical delay or patient impact reported. Surgeon switched device to complete the procedure.

Manufacturer narrative:
H10 h3, h6: the device, used for treatment, was returned for evaluation but was discarded. Visual inspection of the returned material found that the tapered portion of the bone screw was twisted, there was damage to the bottom of the bone pin. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified 45 prior similar events. This failure mode will be trended to assess for any necessary corrective actions. This failure mode is identified within the risk assessment. The navio surgical technique for tka released at the time of the complaint provides instructions for placing bone then slide the tracker array clamp. Per the instructions, the bone pin would not be clamped into the tracker clamp and then tightened, which would cause the twisting and breakage found in visual inspection. We were able to confirm if there was a relationship established between the reported event and the device. The malfunction occurred when the bone pin broke while being tightened with the t-wrench. The other bone pins were also noted to be dull. Thereported event was most likely due to the the user attempted to tighten the pin when it was connected to a fully tightened tracker clamp, and dull bone pins which occur with wear and tear over time.